Event description:
Patient was revised to address fracture of the ceramic head. The liner was chipped.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Med rec review. X-ray cd received and reviewed. There was no new information obtained within the provided additional information that changed the outcome of the previous investigation and medical record review. X-rays provided now were not new and had been previously examined. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
**Update**(B)(4) 2013 - medical records received. Part/lot was identified. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A complaint database search finds one other reported incident against the head's provided product/lot combination since its release for distribution. A review of the device history records for it and the additional product/lot combination did not reveal any related manufacturing deviations or anomalies. No other incidents were reported against the remaining provided product and lot combination since its release for distribution. Medical records and x-rays were obtained. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The recurrent dislocations are likely a result of the acetabular cup position and the patient¿s compromised soft tissues. The ceramic head could have fractured during the process of dislocation and relocation/reduction of the hip, which also likely chipped the ceramic acetabular liner. Any total joint arthroplasty has a risk of failure due to an unknown combination of factors that include patient factors, surgical process and surgical technique. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.